Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ per tandem's t:flex user guide: "connect the infusion set tubing to the luer-lock on the cartridge¿ when fill tubing. Also, "the infusion set must be replaced and rotated every 48-72 hours, or more often if needed." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels ranging from 225 mg/dl to the 400's mg/dl. Reportedly, the customer had used expired insulin and filled the cartridge with cold insulin. The customer administered a bolus via the pump and used manual injections. It was noted that the customer would use a backup pump for insulin delivery. Tandem's technical support determined that the customer changed the pump settings without the healthcare providers advice. The customer went on average between 5-8 days without changing the site. Reportedly, the customer also manually filled the infusion set prior to connecting to the luer lock.